Event description:
An incubator module rack was contaminated by spilled medium from a positive culture bottle which contained serratia spp. It was reported that the aluminum crimp seal was missing from the culture bottle and the rubber stopper was dislodged. There was no adverse event associated with this incident.

Manufacturer narrative:
An investigation of this incident has been initiated. The customer alleges that the aluminum crimp seal was missing prior to use. The complaint states that the user removed the flip cap and inoculated the bottle through the rubber stopper without noticing that the aluminum seal was missing. This is an unlikely scenario since the flip top is attached to the crimp seal which covers the rubber stopper. The picture provided by the user shows the rubber stopper with "dents" or gauges in the rubber stopper. The instructions for use advise to visually inspect the bottles prior to use and not to use if there is evidence of damage, leakage or deterioration.